Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and replaced the display, cable, and mdc board. The fse performed maintenance inspections, cleaned the power supply intake/exhaust port and the inside of the main unit, and performed inspections based on the inspection record table, and the results were good. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported that during user inspection, the cs300 intra-aortic balloon pump (iabp) units screen does nor appear black. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.